Event description:
It was reported that, the patient with this cardiac resynchronization therapy defibrillator (crt-d) came to the emergency room due to a syncopal episode. Upon review it was found a lead safety switch (lss) triggered due to high out of range pacing impedance in the right ventricular (rv) lead from another company and the left ventricular (lv) lead. Additionally, it was mentioned the patient already had been presented to the emergency room two months ago due to syncope, consequence of pacing inhibition. Troubleshooting was performed, noise was not reproduced, and the physician was not able to be identified the pacing inhibition cause, subsequently, the device was reprogrammed. Furthermore, the physician decided to explant and replaced this crt-d, abandon the other company lead that was connected to the right ventricular (rv) and in the new pacemaker, the physician decided to connect the same atrial lead and the old left ventricular (lv) lead to the new rv port as there was no evidence of old lv lead impairment. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that, the patient with this cardiac resynchronization therapy defibrillator (crt-d) came to the emergency room due to a syncopal episode. Upon review it was found a lead safety switch (lss) triggered due to high out of range pacing impedance in the right ventricular (rv) lead from another company and the left ventricular (lv) lead. Additionally, it was mentioned the patient already had been presented to the emergency room two months ago due to syncope, consequence of pacing inhibition. Troubleshooting was performed, noise was not reproduced, and the physician was not able to be identified the pacing inhibition cause, subsequently, the device was reprogrammed. Furthermore, the physician decided to explant and replaced this crt-d, abandon the other company lead that was connected to the right ventricular (rv) and in the new pacemaker, the physician decided to connect the same atrial lead and the old left ventricular (lv) lead to the new rv port as there was no evidence of old lv lead impairment. No additional adverse patient effects were reported.